Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name : (B)(6)). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during iab (intra aortic balloon) therapy, hadeel, a gas loss alarm occured on a cardiosave during use on patient. No patient harm or injury was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Hadeel, an ICU rn, reported a gas loss alarm on a cardiosave device during patient use. The alarm caused the machine to enter standby mode, requiring manual override to resume operation. The helium tank was half full, and hadeel was unsure if that contributed to the issue. She did not use the help screen or iab fill key. Upon troubleshooting, no blood was found in the helium tubing, all connections were secure, and there were no visible kinks. Based on the patient¿s clinical condition and hemodynamics, the alarm was likely triggered by targeted temperature management (ttm) during rewarming. No patient harm occurred, and the issue did not recur during the shift. Based on the description, the gas loss alarm was likely triggered by changes in patient hemodynamics associated with ttm rewarming, which can affect balloon inflation and deflation timing, leading to perceived gas loss by the device. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Event description:
N/a.